Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the fiber cap exhibits a drilled through condition; the glass cap exhibits moderate charred detritus adhesion at the output area; the bevel section appears in good condition. Based on the analysis the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure @ 101,000 joules of use and 23 minutes, forward firing was observed. The procedure was completed using a second fiber. There was ¿no injury¿ to patient reported.

Manufacturer narrative:
(B)(4).